Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the first few days after implant, the implantable cardiac monitor had loss of contact. The device recorded some false asystole episodes that were five minutes long because of "loss of signal". No other episodes have been recorded since. The device remains in use. No patient complications have been reported as a result of this event.